Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of the presenting electrogram stored by this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed per request. Ts advised there appears to be loss of capture on the right atrial channel. In addition, ts found amplitudes are low and there was some subtle noise observed. Ts suggested the patient be seen for a lead evaluation. Additional information has been requested but not provided at this time. This ICD remains in service. No adverse patient effects were reported.